Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for eval. The defective power cord has not been received at medela as of (B)(4)2013. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with customer, she indicated that there were flames 1 to 2 inches high and a little melting on cord. She pumps 2 times a day and plugs in/out the transformer about 2 times a day. She indicated that she did not witness any sparking and that no injuries were sustained as a result of the issue. The issue with the pump in style power adapter starting on fire was addressed in CAPA (B)(4). The investigation found the probable root cause to be a short in the cord caused by degradation of the insulation separating the positive and negative wires. The probable causes of the degradation of the insulation have been attributed to the cord being wrapped around the transformer housing and/or being pulled from the outlet by the cord instead of by the transformer housing. As a result, customers were informed not to wrap the cord around the transformer to prevent damage and to discontinue use of any transformer that appears damaged. In addition, medela has updated the cord and the transformer material has been changed to a more heat stable material. The updated transformer also contains both electrical and heat thermal fuses so that in the event of a failure, the transformer will fail safe. The subject unit was manufactured prior to the corrective action under (B)(4). A replacement transformer was sent to resolve this issue. No further action is required. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration.

Event description:
Customer stated when she plugged in the power adapter, there were flames where the power cord wires were exposed (fire). Customer states there was no injury or sparking.